Event description:
It was reported that during a tibial nail procedure; the surgeon went to drill through the tibial nail using the targeting arm, the drill bit missed the hole and impinged on the nail, and the three holes were dropped. There was a delay four minute delay in completing the procedure. The surgeon was able to complete the procedure by using a second set and changing out the aiming arm. The procedure was successfully completed with no patient injury reported. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.